Event description:
It was reported that the customer frequently had no or intermittent response by button press on the act, esc, and down buttons. Customer's blood glucose was 102 mg/dl. Insulin pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will need to be replaced. The issue occurred during normal use. Customer was asked verbally and in written from to return the pump for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc and act buttons dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.